Event description:
Reporter indicated that patient expired "due to complications of his seizure disorder." Death certificate provided by reporter listed "seizure disorder secondary to remote thermal injuries" as the cause of death. Good faith attempts to obtain further information have been made.